Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the fluid leaked from the pump set during use. It was confirmed that there was a pinhole in it. There was no patient harm reported.

Manufacturer narrative:
H 3: evaluation summary: the device history record (DHR) of the reported lot was reviewed and indicated that the product was released accomplishing all quality requirements. The complaint sample was returned for reviewing. The sample was evaluated by visual inspection under micro zoom. The result found a pinhole on the silicone tube. The complaint sample could confirm the reported condition. This device is manufactured by a supplier. The supplier conducted an analysis on a previous similar investigation. The analysis was focused on the center six cavities of the manufacturing mold. From a simulation, results showed that the material filled faster in the center cavities compared to the rest. This creates a backfill condition where the material flows into the other tubes, which are filling slower. A new mold-flow analysis was conducted on the current tool used to produce the device to understand its current state. This study confirmed that air bubbles were caused by the backflow effect. The backflow is a function of the tool design. Following the result, tooling modifications were developed, and a simulation was completed, including analyzation of the modifications impact on the backflow condition. The air bubbles found in the silicone tubing are caused by the backflow effect resulting from the tool design. Corrective action has been implemented. The process router instructions were updated to indicate the part to be inspected. Tooling modification and validation was completed. The corrective actions were applied to both tools that produce these parts. There are no other tools with this same configuration. Product that was in-house was evaluated for the non-conforming condition. The use of a light table was implemented to aide in detecting air bubbles during inspection. A sort operator was added to the process to conduct a 100% in line inspection of the parts. A quality alert was created to highlight the condition and bring greater operator awareness. Both quality and production personnel were trained.